Manufacturer narrative:
Investigation not complete. Product has been returned. Trends will be evaluated. This report will be updated when the investigation is complete.

Manufacturer narrative:
Visual inspection of the returned device found that the screw shows the tip has broken off. The screw also appears to be slightly bent on the shaft. Analysis of the returned device found the device to be within specification. Analysis of the returned device indicates that the device could have been a contributor to the reported event. The device was broken at the distal tip of the screw and also appears to be bent on the shaft. Based on analysis, a definitive root cause could not be determined. However the most likely root cause was over torque.

Event description:
Allegedly, the screw tip broke upon the last turn. This was visualized in the c-arm and the broken screw was replaced with the screw of same size. Called sales rep to obtain more details, he mentioned that the broken tip of the screw was left inside the patient. Implantation site/procedure: mtp fusion/toe. Issue was resolved replacing with same size screw.. Sales rep was not present during procedure. Surgery time was not extended greater than 30 minutes. Back-up device was available.